Event description:
One day post implant, the patient felt abdominal pulsations. The pulsations were constant when supine, and intermittent when seated or standing. The ventricular lead exhibited loss of capture and decreased r-wave amplitude. An x-ray was performed, revealing cardiac perforation as a result of lead migration. The lead was successfully repositioned.

Manufacturer narrative:
Na